Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device replacement procedure it was found that this right atrial (ra) lead had dislodged. The ra lead was surgically abandoned and replaced. It was noted that the patient had been lost to follow up. No adverse patient effects were reported.